Event description:
It was reported that customer¿s dog chewed usb charger, resulting in damaged equipment. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support and was provided link to purchase replacement charger, and no additional actions were taken.